Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in this lot. (B)(4).

Event description:
An intraocular lens (iol) implant card was received indicating a lens was implanted and removed with a subsequent capsule tear. Additional information received, the site reported the iol was not the contributory cause of the capsule tear.